Event description:
Information was received that during pre-test of this smiths medical cadd cassette reservoirs, broken housing and sack was noted. It was also reported that cassette leaked was noted. No reported adverse effects.

Manufacturer narrative:
One cadd cassette reservoir was returned for analysis. The sample was visually inspected, at a distance of 12" to 24" at normal conditions of illumination. During the visual inspection the pressure of weld points were cracked but the pressure plate wasn't loose. A syringe was used to infuse water into the bag. Leakage was detected from a cut in the top in the bag. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could create the reported event. No discrepancies were found, quality personnel verify that tests are properly performed. The customer also reported a broken housing and sack. The most probable cause is during assembly process in the bag loading operation the bag was not handled property. Training to production and quality personnel will provided to avoid the issue.